Manufacturer narrative:
A customer from (B)(6) had notified biomérieux of a misidentification of candida auris associated with vitek® 2 yst test kit. The customer reported using vitek® 2 version 7.01. An internal biomérieux investigation was performed. The customer's strain was not submitted for investigation. No set up information was provided. Candida auris is not a claimed species in vitek 2 software version 7.01, but is claimed in 8.01. When an isolate is tested in the yst card, it will attempt to match the reactions to known reaction patterns stored in the knowledge base. If the reaction pattern of an unclaimed species is tested and match those in the knowledge base with a high degree of confidence, a misidentification can occur. The vitek 2 product labeling contains the following warning in the limitations section: testing of unclaimed species may result in an unidentified result or a misidentification. Vitek 2 yst test kit, lot # 2430398223 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer from (B)(6) notified biomérieux of a misidentification of candida auris associated with vitek® 2 yst test kit. The customer reported using vitek® 2 version 7.01. The strain and raw data were requested for submission. An internal biomérieux investigation will be initiated.